Event description:
It was reported to boston scientific corporation that a gold probe was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the device was not operating properly. When the gold probe was removed, the tip fell off into the patient. A net was used to remove the detached tip. Another gold probe was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of distal tip detachment of device or device component.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0501 captures the reportable event of distal tip detachment of device or device component. Block b5 has been updated based on additional information that was received on december 12, 2025.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the device was not operating properly. When the gold probe was removed, the tip fell off into the patient. A net was used to remove the detached tip. Another gold probe was used to complete the procedure. There were no patient complications as a result of this event. ***additional information received on december 12, 2025*** the gold probe was used in the descending colon. The detached tip was retrieved from the patient using a rat tooth forceps.